Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly entered the pump's correction factor. Customer's blood glucose was 377 mg/dl. Reportedly, the customer corrected the pump setting and resumed insulin therapy.